Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 76 mg/dl. The customer stated that prior to the alarm occurring, the device holster broke and the insulin pump had been bumped on the carpet, but no hard drop was noted. She stated that the drive support cap was flush. Advised discontinuation of the insulin pump. Nothing further reported.